Event description:
The customer reported the system displayed a pre-charge voltage error and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the charger board needed to be replaced. The part has been replaced on order. No further repair information is available.